Event description:
It was reported that the sensor needle broke off in the serter. The hub broke off of the needle. Customer's blood glucose was 140 mg/dl. Proper insertion instructions were given. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor, found the sensor was separated from the needle. Unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used. Also this complaint is against the insertion device.